Event description:
The patient ((B)(6)) was implanted with a surgical lead on (B)(6) 2007. It was reported that she suffered a fall in (B)(6) 2009. Since that time, she has undergone reprogramming to regain effective stimulation; however, her therapy relief progressively diminished and eventually ceased. Surgical intervention was undertaken to replace the patient's lead, and effective stimulation was recaptured as a result.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.